Event description:
During a total gastrectomy procedure, the device 1/3 part of staple line was not stapled and bled. Could cut normally. It was completed by additional suture. There was no patient consequence.